Event description:
It was reported the pt complained of general pain. The dr found loosening in the implants to bone interface.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2012-00140.